Event description:
It was reported that the patient presented for routine implant of the pulse generator. During the procedure the physician attempted to connect the generator to a lead with a torque wrench. However, the wrench was unable to engage the set screw. The procedure was completed with use of a replacement device. The patient was stable.

Manufacturer narrative:
The reported event of atrial setscrew could not be tightened was confirmed. Analysis revealed that the user/surgeon had stripped the atrial setscrew due to incorrect and partial wrench insertion into the setscrew inset. This prevented the setscrew from tightening down on the lead. Lab testing found that all of the setscrews (right atrial (ra)-, left ventricular and right ventricular (rv)) could be fully tightened with the wrench clicking when the wrench was fully and correctly inserted into the setscrews. This problem is related to the incorrect use of the torque wrench.